Event description:
A consumer reported that she was allegedly burned while using a heating pad. She stated that she received third degree burns on her ribs from this incident, and is currently being treated at a burn clinic. Burns of this nature are most likely caused by the consumer laying or leaning against the pad which is contrary to proper use instruction. The product has a clear warning that states the product is intended for us on top of the body, and consumers should not sit against or lay on top of the heating pad. The instructions also have a warning to never place the pad between yourself and a chair, sofa, bed, or pillow.